Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed return instrument test/evaluation (rite) functional but failed electrical ground bond 0.132. The rite failure ground bond assignable cause was loose door post. Baxter will continue to monitor similar reports to determine if further actions are required.